Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37751, serial#: (B)(4), product type: recharger. Analysis of the recharger (B)(4) found evidence of a frayed cord and a bent connector with damaged pins. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the recharger had a blank screen. The patient stated the desktop charger status light was illuminated. It was determined the recharger would not interrogate. The patient also reported pain. Patient was issued a new recharger. Additional information received stated that the replacement recharger did not resolve the issue, and the patient noted the dtc cord was frayed and thought this was the issue. The patient was sent a new dtc. There were no reported complications and no further complications were expected. Patient was implanted for failed back surgery syndrome and spinal pain.